Event description:
It was reported that noise was observed on the lead. Sensing was historically varied since implant. The patient recently received dialysis and the patient also went into respiratory and possible cardiac arrest and received CPR. The noise episodes all occurred on (B)(6), 2010. The patient lives in a nursing home. The device was programmed to vvi and the interval detection rate was increased. The patient is not a candidate for any surgeries.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.